Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd integra¿ syringe with detachable needle was found leaking ¿through hub during injection.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR review for batch 7053950 (p/n 305271): manufacturing dates:03/19/2017 to 04/04/2017 batch quantity was 255,000. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7053950 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. Investigation conclusion: no root cause can be determined as no samples were received.